Event description:
In this event it was reported that a proglide 25 pro glide file broke during use. Tip was incorporated as part of the final fill. No patient injury.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. A DHR review was conducted with no discrepancies noted.